Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon investigation, the trunk cable connector j702 on the distribution node pca was damage and that the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had damaged wires.